Event description:
Patient implanted (B)(6) 2012 with clickx construct for plif at l4-s1, returned to surgeon on an unknown date complaining of new onset of pain. Exam and x-rays on unknown date revealed that the right side rod had become dislodged from the s1 screw, causing the opal spacer at l5-s1 to migrate posteriorly into the spinal canal. Surgeon removed 6 clickx pedicle screws, 2 rods, 6 locking caps, 6 polyaxial heads and 1 opal spacer. The second opal spacer remained implanted at l4-l5. Surgeon revised to globus revere product. This is 3 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. A file review was performed and it was discovered the device history record was not reported: the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Additional lot returned: number unknown. Two (2) rods were returned with this complaint. It is not known which rod goes with this complaint. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Visual inspections noted no visible damages. The relevant dimensions were checked and no discrepancy from the specification was found. No manufacturing related fault could be detected. A product development evaluation was conducted. The implantation techniques that were being used to implant these devices are unknown. In addition to visual inspection of the as delivered condition, the pd evaluation involved assembling the complaint items together. All implants assembled to each other as intended. The implantation techniques that were being used to implant these devices are unknown. A definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with these implants.